Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected; there was no evidence of scrolling. There was no physical damage to the keypad. No defect was found on investigation. The complaint regarding unprogrammed boluses and scrolling could not be confirmed or duplicated. The audio bolus button cover was missing, and therefore the button could not be used as intended. Insulin can be delivered using the normal bolus feature. This defect is not likely to cause or contribute to an adverse event. There was evidence of moisture and corrosion observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter indicated that the user heard the pump beeping after taking a shower. The user stated that when at school, she noticed that the pump was delivering boluses on its own. The user stated that she disconnected from the pump and observed that the keypad buttons were unresponsive to button presses and that the numbers appeared to be scrolling up. The reporter also stated that the pump was accidentally dropped and had powered on for a short period of time after it re-booted and now the keypad buttons were unresponsive. It was also reported that the audio bolus button was missing and that the user did not shower with the pump. The keypad was reportedly intact; there was no water in the battery compartment and no moisture in the pump.